Event description:
Defective boston sci battery disabled my cradle charger. That charger disabled my replacement battery. That battery disabled the replacement cradle. My rep put it in his charging cradle, which became disabled. In turn, it then disabled his battery. It has the behavior of a virus, and I a, concerned about my ipg unit. Boston has requested the return of their loaner equipment, and also wants me to return my original equipment to them immediately (and wants me to purchase a new charging unit and battery). Unable to charge spinal stim. FDA safety report ID # (B)(4).